Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the pump was "glitchy" from the beginning and there were times that there was more drug in the pump than calculated and there were times where there was less drug than calculated. It was noted that at the refill today the medications were right on.